Event description:
Patient representative reported left side seroma, "beginning waterfall deformity, significant seroma (max. 7 mm, not clear) and differential diagnosis of chronic inflammatory (abacterial events, differential diagnosis of implant defect) device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: significant seroma (late).

Manufacturer narrative:
Patient date of birth (a2): (B)(6) 1974. Photo analysis: visual analysis of the photographs identified an apparently broken device. Unable to confirm if all shell was received. Device evaluation: seroma-late: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: nick is observed assessed as non-penetrating nick.

Event description:
Patient reported left side seroma, "beginning waterfall deformity, significant seroma (max. 7 mm, not clear) and differential diagnosis of chronic inflammatory (abacterial events, differential diagnosis of implant defect), physician confirms rupture and seroma diagnosed with ultrasound device has been explanted.

Event description:
Physician confirms rupture and seroma diagnosed with ultrasound. Device has been explanted.